Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia, at the first firing, the staff set the device and connected the handle and cartridge but could not connect them normally. After that, the surgeon connected the device and attempted to use it, but the articulated part which used for adjusting the handle's angle broke (in a condition that was not fixed), and the device was unable to tack. To complete the procedure, they fix the mesh and abdominal wall with 8 support threads to complete the case. Patient is under observation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned instrument noted no abnormalities. 3 10r device loading unit(dlus) were received. Two were partially applied with disrupted timing. One displayed a full complement of tacks and had proper timing. Microscopic inspection noted scratches on the inner tube of all three dlus. A functional evaluation found that the articulation knob did not function properly. It was jammed in the straight position. The 10r dlu with proper timing could be loaded onto the returned instrument. It fired properly in the straight position only and all 10 tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to excessive manipulation of the device, in this case over torqueing of the knob. Replication of the scratches on the inner tube of the dlu could be due to excessive manipulation or to improper loading of the dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.